Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.